Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass tip measured approximately 3.5mm and appeared used. Examination under magnification revealed that the pattern on the tip face is consistent with light, normal degradation. Additionally, the fiber was found to be broken approximately 24.5cm from the distal tip. The fiber is held together at the break by a small amount of green jacketing. There was no damage to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam was seen exiting from the break. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the ureter and kidney during a ureteroscopy with holmium lithotripsy procedure performed on (B)(6) 2016. The laser unit used was a lumenis 100w holmium laser with 0.8j, 8hz, 6.4w settings. According to the complainant, towards the end of the procedure, the laser fiber broke at approximately 10 inches from the distal tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) fiber broke. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the ureter and kidney during a ureteroscopy with holmium lithotripsy procedure performed on (B)(6) 2016. The laser unit used was a lumenis 100w holmium laser with 0.8j, 8hz, 6.4w settings. According to the complainant, towards the end of the procedure, the laser fiber broke at approximately 10 inches from the distal tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.